Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in an arteriovenous fistula. A 12.0 x 80 75cm mustang balloon catheter was advanced for dilatation. However, during inflation before reaching nominal pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.